Manufacturer narrative:
Block d4: expiration date: 7/31/2021. Block f10: problem code 1069 captures the reportable event of guide catheter broke. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Block h6: device code updated based on the additional information received.

Event description:
Note: this report is one of two complaints that pertain to the same event 3005099803-2019-05012. It was reported to boston scientific corporation that a naviflex delivery system was used during an endoscopic retrograde cholangiopancreatography procedure in the gallbladder, performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician deployed the stent, there was resistance in pulling the guide catheter. A kelly clamp was used to continue pulling the guide catheter and it was noticed that the guide catheter broke inside the patient. The piece of the broken guide catheter was retrieved using a grasping forceps and the stent was succesfully deployed. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine. Additional information received on 15oct2019 reporting that there was only one naviflex delivery system used in the procedure, not two. Therefore, there were no alleged issues with this device filed under report no.

Manufacturer narrative:
Expiration date: 7/31/2021. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report is one of two complaints that pertain to the same event it was reported to boston scientific corporation that a naviflex delivery system was used during an endoscopic retrograde cholangiopancreatography procedure in the gallbladder, performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician deployed the stent, there was resistance in pulling the guide catheter. A kelly clamp was used to continue pulling the guide catheter and it was noticed that the guide catheter broke inside the patient. The piece of the broken guide catheter was retrieved using a grasping forceps and the stent was successfully deployed. There was no serious injury, nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.